Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Test p-cap locks properly into the reservoir compartment; however, a cracked retainer ring was noted during visual inspection. The following were noted during visual inspection: corroded battery tube, corroded battery tube spring, battery cap contact missing, cracked case, scratched case, missing display window/cover, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and cracked retainer. Cosmetic damage was confirmed at the battery compartment. Moisture damage was confirmed found on the battery tube. Retainer ring damage was confirmed during visual inspection. Battery cap contact missing was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery compartment side of the pump was damaged. The customer reported no adverse event. The event involved product unk_ngp, mmt-1780kl. Troubleshooting was performed. No harm requiring medical intervention was reported. No product return was required for unk_ngp. Mmt-1780kl was requested and customer response was the device will be returned. The product was returned for analysis.